Manufacturer narrative:
The cobas 6800 serial number was (B)(6) . The investigation indicated no product-related issues were identified. This discrepancy between nat (reactive) and serology (indicating no hiv infection) can arise due to several factors, including: low viral load: results may reflect near the limit of detection of hiv rna in the sample sample contamination: environmental contamination. Non-specific amplification: rare nonspecific amplification events inherent to pcr false negative serology: serological tests may produce false negative results, particularly if the infection status is early-stage or window period however, it also cannot be excluded that the questioned hiv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency.

Event description:
There was an allegation of discrepant hiv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated a reactive result for hiv (CT = 38.55). On (B)(6) 2025, the same sample generated a reactive result for hiv (CT = 40.38). Hiv serology testing for the sample with the abbott alinity generated a negative result.